Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Date that pacemaker was implanted? Approximately (B)(6). Date that dehiscence oozing was noticed? ¿ there was no dehiscence , there was black oozing from pocket. Why was the surgicel powder used during the initial procedure? Doctor used all 3 grams, used to assist with bleeding as adjunctive hemostat. Was excess surgicel powder irrigated/removed during the procedure? No. Where exactly was the surgicel powder used? Inserted into the pocket . Were any cultures performed? If yes what was the result? Were there any pre-existing signs / symptoms of active infection prior to surgical procedure? There was an infection. What medical or surgical interventions were performed? Pacemaker was removed does the surgeon believe that the surgicel powder was related to the patient infection ? Yes other contributing factors too much surgicel powder used in small pockets and not irrigating what are the patient¿s demographics? (Age, date of birth, bmi) - unknown. Update to patient current condition - fine. Lot number - unknown. Additional information was requested and the following was obtained: what was the criteria for diagnosing that there was an infection? Were any cultures performed? If yes, what was the result?

Event description:
It was reported that a patient underwent a pacemaker implantation procedure approximately (B)(6) 2018 and absorbable hemostat device was used. Postoperatively, there was black oozing of the absorbable hemostat device outside of the pocket and the patient had an infection. The pacemaker was removed. The patients current condition is fine. Additional information has been requested.